Manufacturer narrative:
Additional information was received from the customer and the following sections were updated.

Event description:
It was reported that this patient with a 25mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of approximately 11 years, one (1) month due to mitral stenosis. The tmvr procedure was performed with a 23mm edwards transcatheter heart valve. The valve was smoothly deployed. Hemodynamic measurements were obtained demonstrating reduced gradient. There was 1+ pvl, which was thought to be due to an element of incomplete expansion of the catheter valve. The valve was post-dilated with an additional 1cc of saline, resulting in the inner frame overlapping the bioprosthetic valve frame and near total elimination of the pvl. The patient was transferred to the ICU on pressors, but improved hemodynamic condition. The patient was discharged home on pod #6 in stable condition.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25 mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of approximately 11 years, one (1) month due to mitral stenosis. The tmvr procedure was performed with a 23 mm edwards transcatheter heart valve with patient outcome reported as "great." The patient was discharged home on pod #6 in stable condition.